Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin did leak at reservoir snap cap. Blood glucose was 183 mg/dl. Troubleshooting was performed. Customer stated when filling the reservoir upon plunging all insulin was exploded out. The product will not be returned for analysis.